Event description:
Customer called on (B)(4) 2012 reporting of a slight no foam reagent leak at the side connector from the cap to the y-fitting of a no foam bottle of a unicel dxc 800 synchron system. Customer stated that the leak was noticed after filling the no foam bottle and there appeared to be a small crack on the barb fitting to the cap. The estimated volume of no foam spilled was less than 1 ml and customer was wearing a lab coat, goggles and gloves during the event and no exposure or injury was reported. Patient samples were not affected and no erroneous results were generated. There was no impact to patient treatment as a result of the event. Beckman coulter field service engineer (fse) was dispatched and noted that the leak was not at the no foam bottle, but at the cap piercer instead. The leaking fluid was an auto-gloss and not a no foam. Fse stated that the air pressure regulator was broken and was dispensing too much air. The regulator was replaced and multiple tubes were run through the instrument with no leaks observed. Repair was verified per established procedures and results met published performance specifications.

Manufacturer narrative:
(B)(4).